Event description:
Patient is an elderly female with left ventricular assist device (lvad) placed approximately seven weeks ago for transition therapy in preparation for heart transplant. Patient was admitted approximately three weeks ago with achalasia and gi bleed. During hospitalization lvad demonstrated hemolysis based on laboratory testing and need for repeated blood transfusions. Patient's red blood cells were broken us while passing through lvad. This potentially led to liver and renal failure. Unable to replace due to patient's deteriorated condition. Device eventually stopped working on six days ago and was shut off. Patient expired shortly after. With two gi bleeds in less than a month, unable to achieve therapeutic anticoagulation.====================== health professional's impression======================faulty device====================== manufacturer response for left ventricular assist device, heartmate ii======================have not yet heard from them, as device just returned yesterday

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.